Event description:
It was reported that during recanalization procedure of a highly calcified target lesion in the superficial femoral artery to the popliteal artery, the device allegedly felt resistance upon advancing the catheter in the popliteal artery. It was further reported that the tip of the catheter was allegedly separated upon removal. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Under microscopic observation, material separation was noted approximately 0.2cm from below the distal tip. No other anomalies were noted to the sample. No functional testing due to the condition of the device. Based on the findings, the investigation is confirmed for the reported material separation issue as distal tip separation noted to the device. However, the investigation is inconclusive for the reported failure to advance issue as the reported event cannot be reconfirmed. A definitive root cause for the reported failure to advance and material separation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 09/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during recanalization procedure of a highly calcified target lesion in the superficial femoral artery to the popliteal artery, the device allegedly failed to advance. It was further reported that the tip of the catheter was allegedly separated. The procedure was completed using another device. There was no reported patient injury.